Event description:
It was reported that this right ventricular (rv) lead exhibited lead break or fracture due to subclavian crush confirmed via fluoroscopy. This rv lead was surgically abandoned and no lead replacement. No additional adverse patient effects were reported.